Event description:
It was reported that cadd-legacy plus pump had excessive battery depletion. No patient injury reported.

Event description:
It was reported that cadd-legacy plus pump had excessive battery depletion. No patient injury reported.